Event description:
The extension tubing separates from the male hub junction. This leaves the IV line open, setting the stage for a central line infection. This has occurred 5 times over the past few weeks with different pts. The tubing is also covered with a sorbaview dressing which provides protection from becoming dislodged.